Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2017 with the following findings:a review of the black box showed unusual fluctuation of the voltage resulting in a replace battery alarm. The battery cap was not returned. The test battery cap was used to attach to the pump and power it on. The current draws were within specifications. The battery life issue was not able to be duplicated during investigation. Unrelated to the original complaint, corrosion was found in the battery compartment. Additionally, the battery compartment was cracked above and below the bumper pad. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture or loose components. (B)(4).